Event description:
Copy of customer's (B)(4) report received: "a new 500 ml bag of d5ns was started with new tubing to run at 100 ml/hr. When rn went to clear pump, it indicated that a little over 200 ml had been infused but bag had much more volume missing from bag. The channel was immediately taken out of use, tagged for biomed and md notified." No pt harm reported. Medical intervention was not required. Customer did not provide further pt/event details.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.